Event description:
The report received from the study indicated a non-study cypher stent restenosed 36 months after it was implanted in the left proximal circumflex. The pt received a total of five cypher stents in a staged procedure in which our cypher stents were implanted in the right coronary artery, the study target lesion and two days later, the fifth stent was implanted in the left proximal circumflex, the non-study target lesion. The non-study target lesion was described as de novo with 69% stenosis prior to the procedure. No further info was provided. A 2.5 x 18mm cypher stent was implanted at 16 atms for a 9% residual stenosis. A competitor's bare metal stent was also implanted at the distal circumflex for zero percent stenosis. No further info regarding the procedure was provided. Pt was asymptomatic at the 20 month follow-up but coronary angiogram revealed an 8% luminal narrowing. At 36 months after receiving the stent, the pt presented with chest pain and coronary angiogram revealed restenosis of the cypher in the proximal circumflex and it was treated by balloon angioplasty. According to the physician, "the probable cause of this event might be not due to cypher's product problem."

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.